Event description:
It was reported that non sustained lead noise episodes were recorded due to ventricular undersensing after atrial pacing. The device was reprogrammed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.